Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the built-in charged coupled device cable was damaged due to the stress applied to the insertion tube or there was a temporary contact failure due to a scratch on the plug unit. The device was evaluated where no abnormalities were found that could have caused or contributed to the event. A few defects were noted where the bending section rubber glues worn out, distal end insulation out of specifications, light guide lens chipped, biopsy channel deformed, connecting tube pinched, leak on bending tube, and plug unit scratched. However, these defects alone are not considered severe enough to cause a potential adverse event. The event can be detected/prevented by following the instructions for use which state: "do not bend, hit, pull, or twist the insertion section, bending section, control section, universal cord, and endoscope connector. The endoscope may be damaged, and water leakage and/or breakage of internal parts like the image sensor cable can result." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for use, the evis exera iii bronchovideoscope had a black image that looked like shadow. There was no harm or user injury reported due to the event.